Event description:
It was reported that this pump was explanted approximately two weeks prior to the date of this report as it was "doing other things" to the patient. The patient had lost 60 pounds since the pump was implanted and stopped breathing while sleeping. Reportedly, the patient stopped breathing 56 times in a six-hour period. The patient stated, he could not wear the positive airway pressure mask and related it to claustrophobia. The device system delivered morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8590-1 lot# n245020, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type accessory product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).